Manufacturer narrative:
No injury was associated with the reported incident and and no adverse effects to the patient. The lobo-9 device was able to reengage the vessel wall and occlude spleen without the use of ancillary devices. The device remains implanted in the patient and no lot number was provided; therefore, an evaluation could not be conducted. A DHR review of the lot number associated with the device revealed that there were no deviations in the manufacturing process that could have contributed to the reported complaint.

Event description:
It was reported that a lobo-9 device was advanced through a guide catheter during a splenic embolization procedure. The first lobe was deployed and the second lobe was partially unsheathed prior to detachment. The target vessel measured approximately 8 mm in diameter based on CT and angiographic assessment. Upon detachment, the device reportedly migrated distally within the splenic vasculature, advancing approximately 2 cm.